Event description:
It was reported that a catheter extension set with one link needle free IV connect experienced a backflow of blood. The reporter stated that the patient was attached to the extension set and after 45 min the set filled with blood. The extension set was flushed and connections were secured prior to use. There was no report of patient injury or medical intervention. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The actual device is not available for evaluation. However, companion samples are available but have not yet been received by baxter. Should any additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: two companion samples were received for evaluation. A visual inspection, functional testing, hydraulic burst testing and flow testing were performed. The devices passed all testing; the units met within the specification requirements. The cause of the reported malfunction was not determined.